Event description:
It was reported that sometime post a port placement, a tear was allegedly found near the vascular puncture site upon computed tomographic image examination. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard ti l/p implantable port attached to a groshong catheter in two segments was received. Visual, microscopic, and functional evaluations were performed. A split was noted on the attached catheter approximately 6.6cm from the distal end of the cath-lock. A split was noted on the border of the distal end. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other. Splits were noted on the border of both regions. A complete circumferential break was noted on the distal and proximal end of the attached catheter that appeared elliptical in shape. Therefore, the investigation is confirmed for the reported catheter tear. The surface was noted to be round and smooth in one region and granular in the other. The investigation is also confirmed for the identified wear, deformation and material separation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard ti l/p implantable port attached to a groshong catheter in two segments was received. Visual, microscopic, and functional evaluations were performed. A split was noted on the attached catheter approximately 6.6cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal and proximal end of the attached catheter that appeared elliptical in shape. The edges were noted to be jagged. Therefore the investigation is confirmed for the reported catheter tear. The surface was noted to be round and smooth in one region and granular in the other. The investigation is also confirmed for the identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, a tear was allegedly found near the vascular puncture site upon computed tomographic image examination. Reportedly, the port was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, a tear was allegedly found near the vascular puncture site upon computed tomographic image examination. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.